Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient changed their story after many conversations with them. The patient reported that they sat in their car with the heat warmer on and "felt a sensation" that went through the seat (not feet). They didn't think anything of it and the next day they got in their car and saw the burn mark. The pharmacist asked to look at their back and they said it was red. They complained on and off of stinging at the ins site prior to the event. The patient has since removed the car seat and put a new one in. The patient had a friend remove the suture on 2018-(B)(6) and the nurse looked at the incision site on 2018-(B)(6). The nurse noted that it was likely that a suture was present but the incision looked good and the skin was warm at the incision site (but it looked good). It was reviewed how to disable cycling and how to perform an energy check for the recharging interval. Every time they pressed "check energy cycling" it came back on even after they disabled it on their phone. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient got into their car with their seat warmer on and they felt a weird sensation at the ins down their leg and through their foot. They had a red mark on their foot after. This was considered a sudden change in therapy/symptoms. The patient noted they felt an intermittent stinging sensation throughout the day. It was reviewed that a suture issue could have possibly been causing the pain; this issue occurred since implant. The patient's burn hole in their car seat was discussed. A pharmacist looked at the area and reported it was red in color and that the patient still had a suture. The representative noted that the stinging sensation occurred when stimulation was on and off. No further complications reported.